Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to intermittent capture. No changes or intervention were reported. There were no patient consequences.